Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Date of incident: 14/09/25 description of incident: when inserting the catheter into the vein, while attempting to insert the cannula and remove the needle, the needle rubbed against the cannula and perforated the catheter. Consequence: child difficult to puncture, for whom it was not possible to leave the catheter in place, even though the catheter could have been inserted (child punctured 7 times) (B)(6) 2025 unfortunately the service did not keep the offending device and did not take a photo: I am unable to provide any more information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381812 and lot number 5008840. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Additional event details received on 13oct25: the safety mechanism covered the canula.